Event description:
Additional information was received indicating that a lead fracture was suspected on the ra and rv lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2021-35897. During an in clinic follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed and the lead oversensing was reproduced. Technical support was contacted and suspected rv lead damage and recommended replacement of the rv lead. Technical support also noted noise episodes on the right atrial (ra) lead and suggested further investigation. No intervention has been performed at this time. The patient was stable and will continue to be monitored.